Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro image failed. Staff brought in a portable c-arm fluoro unit and procedure was completed without further incident. Customer provided no pt or procedural info other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint the unit would fluoro, but not take a picture and found there was no power to the image intensifier (ii). Fse troubleshot problem back to a bad connection on the j33 connector on the x-ray interface pcb. Fse re-secured the connection and tested the unit per service manual (B)(4). Unit passed checkout procedures and was returned to the customer for service.